Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor would not recognize an arrhythmia test signal. The cause of the inability to recognize an arrhythmia test signal is a defective u612 component on the ca board. The root cause of the defective u612 component cannot be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. Upon servicing, monitor sn (B)(4) failed testing. The last pt to use this monitor did not report any deficiencies.